Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4).reliability laboratory technician. No related complaint received with return of device. Conclusion code failure (event) observed during analysis. A partial lead was returned in three segments for analysis. Degradation of the outer insulation was noted at 6.7cm from the connector pin.